Manufacturer narrative:
(B)(4). Date sent: 6/24/2021. D4: batch # u5d65u. H6: component code =g07. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one sc45a device was returned with no apparent damage and with an ecr45w reload present no loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when placing the instrument through the trocar or incision, avoid advancing the firing trigger accidentally. If this occurs, the instrument will lockout and the stroke indicator will display a lock symbol; in this state, the instrument will not allow the anvil release button to reopen the instrument jaws. To recover from this condition, remove the instrument, push the red manual knife reverse switch downward to reverse the knife motion; the knife indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. Squeeze the firing trigger completely until it rests on the closing trigger; the stroke count indicator will display zero to indicate the knife has been returned to its home position. Press the anvil release button and replace the reload, then follow the instructions above for loading the instrument. The event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device jaws could not be opened before firing. The jaws never opened. It is unknown how device was removed and unknown how procedure was completed. There was no patient consequence.